Event description:
This system was removed and replaced due to noise and fracture on the rv lead. No known impact to patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 42 months and 25 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms, noise was observed in the ventricular channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energylevel was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms, the occurrence of noise was observed in theventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional.